Event description:
The customer reported that a device (pet CT scanner) was having difficulties sending images to intellispace pacs and that it appears that when images are sent to intellispace pacs, an image frame is missing from the image series on intellispace pacs. Customer reported that radiographers resend the study from the device to correct the issue. Preliminary investigation indicated issue to be caused by 3rd party sending device and not philip's intellispace pacs. Info was received on (B)(4) 2013 and following investigation determined the issue was caused by the deletion of additional images received for a study by a intellispace pacs product malfunction. There are no reports of pt harm or adverse event.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.